Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed and found the location of the damage was battery site. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing chunk from the battery tube threads, cracks in the case on the battery tube side which start at the left belt clip rail. The pump was received with a battery cap. The battery cap contact was missing. The pump was received with a critical pump error (open book image). Unable to perform the displacement test due to the critical pump error (open book image). Attempt to download/upload using crest/thus was successful. The adapt tool confirms that a pump error 35 occurred on (B)(6) 2021 @ 17:03:00. The case was cut open. After visual inspection, there are signs of previous moisture presence along the sides of the back of the lcd screen and on the force sensor flex cable terminal. In summary, the customer¿s report of a missing chunk from the battery tube threads was confirmed during testing. The critical pump error (open book image) and the pump error 35 are due to moisture damage. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.